Event description:
The customer reported that the sys was not communicating with the pacs sys and that it was erasing and mixing up images outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys software was clean installed and the communication nodes and the calibration files were loaded. The sys was tested and found to be working as intended and put back into svc.